Manufacturer narrative:
Bayer service visited the customer site and completed a service checkout. The avanta fluid management system was found to perform to specifications. The disposables involved in the reported occurrence were discarded by the site and the lot numbers are unknown. The site reported that this procedure was completed by an outside physician who rented the cath lab suite once a week to perform catheterizations on his patients. Additional applications training was offered to the physician; however, the offer was declined.

Event description:
The following information was reported to bayer. A (B)(6) patient underwent a diagnostic coronary angiography procedure while connected to the avanta fluid management system. It was reported that an indeterminate amount of air was visualized in the right coronary artery following the first injection. The patient immediately became unstable and went into cardiac arrest. The patient underwent CPR for a short time and was reported to fully recover.